Manufacturer narrative:
(B)(4).

Event description:
The customer reports the needle of the ars (syringe) broke during use.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle hub with a broken cannula attached to an arrow raulerson syringe (ars) for evaluation. The separated cannula section of the needle was not returned. A cross-section of the broken end of the cannula revealed it is d-shaped indicating that the cannula was bent and then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed with the needle hub. The needle cannula was broken and separated approximately 1 mm below the hub. The inner diameter of the cannula was measured was found to be within specification. The outer diameter of the needle cannula could not be accurately measured as the only section of the cannula not within the hub was distorted. The needle hub was attached to the returned ars tip and the fit was secure. A device history record was performed on the introducer needle and ars and no relevant manufacturing issues were identified. The reported complaint that the introducer needle broke during insertion was confirmed through visual examination of the returned sample. The cannula was bent, dented, and broken just below the hub. The outer diameter of the needle cannula could not be measured as the separated cannula was not returned for evaluation. The cannula within the hub met the inner diameter specification and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, operational context likely contributed to this complaint, however; this could not be confirmed as the entire complaint sample was not returned for evaluation. Therefore, a potential root cause could not be determined.

Event description:
The customer reports the needle of the ars (syringe) broke during use.